Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the electronic stack. The pump had moisture damage on the motor. The pump was unable to perform self-test, unexpected error test, displacement test, rewind, basic occlusion test, occlusion test, operating currents, prime test, off no power test and excessive no delivery test due to blank display. The pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot, cracked battery tube threads and cracked case.

Event description:
The customer reported via phone call of moisture damage from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that her two year old bumped into the table and her pump fell into the pool. The customer stated that there is fluid under the lcd display. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump. The customer will return the pump for analysis.